Event description:
It was reported by service report that the foot end jack would not pump up and the head end jack was leaking fluid onto the floor. No pt involvement or adverse consequences are reported.